Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer experienced elevated blood glucose (bg) of greater than 600 mg/dl; cause was unknown. Customer experienced moderate ketones. Elevated bg was addressed via a manual injection. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg. Contact reported that customer changed out infusion set and cartridge and has since become stable and has had no further high bg events.